Event description:
It was reported that the pump alarmed 'no disposable, clamp tubing' with the cassette attached. Alarm was unresolved with troubleshooting 12 hours before the cassette was due to be changed. The cassette was wasted. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown; no further information has been provided to date.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number was provided, therefore a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.